Manufacturer narrative:
At this time, no additional information has been provided. If new details are received, a follow-up report will be filed.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pacing impedances were exhibited with this right ventricular lead. Daily measurements confirmed an upward trending pattern for the past six months. While no adverse patient effects were reported, the physician elected to surgically abandon this product and implant another boston scientific lead. No complications reported during the surgical intervention.